Manufacturer narrative:
Even though the device product code was chosen to be hrs, it is unknown what products were used in the original surgery.

Event description:
During a follow up visit, the doctor had a patient that originally underwent an mpj fusion surgery but realized that the bones did not fuse according to a CT scan. The products used in the original surgery are unknown. To resolve this issue the doctor revised the patient on (B)(6) 2019. He used a crossroads 5-hole plate and 18x14x14 staple with an allograft and iliac bone aspirate.